Manufacturer narrative:
The device in question will not be returned to boston scientific as it was discarded by the hospital, therefore, boston scientific cannot confirm the user's complaint. However, based on the event description, the premature deployment was most likely the result of the stabilizer becoming jostled within the guide catheter when it was retracted due to the vasospasm. The directions for use (dfu) for this family of devices states " advancing the 2f stabilizer catheter independently from advancing the 3f microdelivery catheter may cause premature deployment of the stent. Do not use the 2f stabilizer catheter to push the stent out of the delivery system".

Event description:
It was reported that the physician began the case with a non-boston scientific guide catheter followed by the stent system in question. The stent system was primed and back loaded with a guidewire. Heparin flush was performed on the sheath, guide catheter, stent system and stabilizer. The physician reportedly advanced the guidewire through the carotid artery, passed the ophthalmic artery up into the middle carotid artery (mca). The stent system was advanced over the guidewire proximal to the 6mm high x 6mm wide aneurysm neck. The physician determined the vertebral artery he was currently in was in vasospasm. As a result, the physician retracted the stent system into the guide catheter until the vasospasm had resolved following the administration of nitroglycerin. Once the vasospasm had resolved, the physician began to advance the stent system. It was at this point during the procedure the physician noted that the stent could not be seen in the catheter. As the physician panned down the guide catheter, he saw 3/4 of the stent had been deployed into the vessel with the other 1/4 still remaining in the guide catheter. The physician successfully retrieved the stent with a snare. The physician utilized another similar stent to cover the neck of the aneurysm. Three coils were successfully deployed and the procedure completed. The patient did not suffer any adverse effects as a result of this phenomenon. The stent that had been retrieved was thrown away during the cleanup after the case. The physician determined that during the advancement of the stent system, the stabilizer inadvertently pushed again the stent causing it to deploy prematurely.